Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on the transformer (t1) of the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. There were no other discrepancies during the internal inspection of the returned cycler. A pre-accelerated stress test (ast) simulated treatment was initiated and passed without any failures. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A contact of a peritoneal dialysis (pd) patient called fresenius technical support to report the liberty select cycler's screen went blank during an unknown phase of pd treatment. Pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made sound when pressed, cycler sounds like it is still operating. He did not want to reboot the cycler and risk losing tonight's treatment if screen did not recover. The fresenius technical support representative issued a replacement cycler and advised the patient¿s contact to discontinue using the cycler. It was indicated that the patient will not perform alternate treatment. Advised to contact peritoneal dialysis nurse to inform of replacement. The cycler was scheduled to be picked up and returned to the manufacturer. The patient¿s contact called back to report being unable to open the cassette door to remove the cassette. The fresenius technical support representative provided the contact with information and encouraged him to wait until tomorrow morning to remove the cassette. Upon follow up with the patient it was reported that there was no adverse event, injury, nor medical intervention due to the reported event. The patient was unable to complete treatment on the night of the reported event. The new cycler has been received and they have continued treatment without any issues. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.